Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received inappropriate therapy. It was noted that the patient had gone off her medication and had atrial fib episodes. It was recommended to reprogram the device.